Event description:
A malfunction was reported with a specific error code, malf 12, on the customer¿s pump. The impact on the customer¿s blood glucose level was unknown as they declined to answer whether it exceeded 500 mg/dl. Despite this, there was no mention of an adverse impact on the customer's health. To resolve the issue, technical support arranged for a replacement pump and instructed the customer to use mdi as a backup therapy. Additionally, the customer was guided to put the malfunctioning pump into storage mode before returning it.